Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the whole of the tubing and connector/headset had come away from the plaster. Patient stated that all that was stuck to her skin was the plaster and cannula. No adverse event reported. Requested return of the alleged infusion set for evaluation.